Manufacturer narrative:
Evaluation of the returned pod8 revealed kinks on the pusher assembly. If the device is forcefully advanced against resistance, damage such as this may occur. The root cause of the resistance could not be determined. Further evaluation of the device revealed offset coil winds. This damage was likely incidental to the complaint and may have occurred due to the embolization coil being returned advanced outside of the introducer sheath. During functional testing, the device was unable to advance through the introducer sheath due to the kinks on its pusher assembly, and the embolization coil was unable to retract within the introducer sheath due to the offset coil winds. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of resistance encountered advancing the pod8 through the lantern.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod coil and a lantern delivery microcatheter (lantern). It was noted that the patient anatomy was tortuous from the external iliac artery to the internal iliac artery. During the procedure, while advancing a pod coil past the hub of the lantern, the physician experienced resistance. Therefore, the pod coil and lantern were removed together and then the lantern was flushed. Subsequently, while advancing the previously removed pod coil past the hub of the same lantern, the same issue occurred. The physician experienced resistance; therefore, the pod coil was removed. The procedure was completed using pod packing coils (pod pcs), a non-penumbra coil and the same lantern. There was no report of an adverse effect to the patient.